Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat chronic pelvic pain, menometrorrhagia, uterine fibroids, mixed urinary incontinence and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis and vaginal candidiasis.

Event description:
It was reported that following insertion the patient experienced atrophic vaginitis and vaginal candidiasis.